Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus cannot be determined; however thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy when a floating structure (thrombus) was noted on the clip despite heparin injection and sufficient act. The cds was removed and the procedure aborted with the mr remaining at 4. Additional increased doses of anticoagulation were administered and the patient remains hospitalized. There was no adverse patient sequela. No additional information was provided.